Manufacturer narrative:
(B)(4). Batch # t9262x. Additional information was requested, and the following was obtained: no we were never able to open the jaws after we closed it the first time. Device analysis: the analysis results found that the instrument  er320 was received with the trigger broken. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be broken. In addition, 20 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch t9262x number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number t40320, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the device jaws were ever able to be opened?

Event description:
It was reported that during a laparoscopic cholecystectomy, the or staff engaged the device outside the patient, the jaws locked and wouldn't reopen. A second device was opened and used to complete the procedure. There were no patient consequences reported.